Event description:
Heparin 100 units/ml; 3 ml pre-filled syringes by medefil -lot# h108118, h107332, h108106- were recalled by MFR. There were reports of adverse reactions to the specific lots such as low blood pressure, shortness of breath, nausea, vomiting or abdominal pain. Pt's family was contacted about this and new heparin 100 units/ml; 5 ml pre-filled syringes were sent out to the home same day. Mom was informed and aware. Mom called in to pharmacy regarding pt's other medications and mentioned that pt was having nausea, abdominal pain and loss of appetite which resolved after she stopped using re-called heparin. Mom believes that patient's symptoms were related to heparin as they have resolved. No problems to report at this time. Mom is aware to contact pharmacy if other problems arise. Mom stated, that she discussed pt's symptoms with pt's physician. Dose or amount: 3 ml, frequency: every 8 hrs, route: IV. Dates of use: thirteen days in 2008. Diagnosis or reason for use: maintenance of pic-line.